Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-aug-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door was failed. A field service engineer (fse) assisted the customer in recovering the failed tower doors to unlock the tower doors using the keys and the emergency release lever. The fse confirmed that the doors were successfully recovered and verified with the customer that the issue was resolved. The system functioned as intended after the field service engineer resolved the issue.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the tower doors were failed and required maintenance. The customer reported that the user was unable to remove the medication for the patient due to the malfunction and there was a delay in dispensing medication. There were no adverse events or injuries reported based on this event.